Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the an haptic was separated from the lens when opened and it was decided to implant it as there was no reserve. On checking the next day, it was observed that the lens was not stabilized in the capsular bag.the iol was exchanged for another lens model two months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
Additional information was added in d.4., h.3.,h.6. And h.11. The sample was not returned. A photo was provided. The lens was observed placed posterior surface up into the base component of the opened lens case. A glare from overhead light was observed reflected on the lens. The lens clarity was blurry and upon magnification did not improve. There appeared to be viscoelastic on the lens. One haptic appeared to be broken from the optic. The broken haptic was not observed in this photo. Additional confirmations cannot be made without a physical sample. Product history records were reviewed and the documentation indicated the product met release criteria. The associated products are qualified for use with this lens. The root cause cannot be determined for the reported complaint of "haptic was separated from iol, lens not stabilized in capsular bag, explant". A sample was not available for return. A photo was provided. The photo displayed a broken haptic and what appeared to be viscoelastic on the lens in a lens case. Based on follow up information provided from the customer, the haptic was broken upon opening. The surgeon decided to implant it as there was no reserve. The surgery was completed to prevent capsular collapse, and it was decided to implant the defective lens to maintain the capsule. When the lens was checked the following day, it was observed that the iol had not stabilized in the capsular bag, making it necessary to replace the lens. The replacement lens information was not provided. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).